Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te's) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG a and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt therapy electrodes were non-functional.